Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the power cord plug housing was melted and charred. The pump was returned to the biomedical engineering department with an unsigned note that stated, "plug needs replaced." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During visual inspection at the user facility, it was noted that the power cord plug housing was melted and charred. Multiple unsuccessful attempts have been made to obtain additional information.